Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) leads were fractured due to patient anatomy. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this event was previously reported in (B)(4).. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.